Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 06/16/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: evaluation revealed that the keypad cover is peeling off the base. All keypad buttons respond normally. The keypad cover was removed and no contamination was found under contacts. The battery compartment is cracked on threads above the pad and below the pad. (B)(6).